Manufacturer narrative:
Information was received via published literature: (B)(4) other device used: catalog #unk, unknown miller gallante ii femoral component, lot #unk. Please reference the journal article at the following location: http://www.ncbi.nlm.nih.gov/pubmed/16720765 no devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a patient had a fracture of the posteromedial corner of the tibial base plate and required a revision.